Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to a routine device replacement, the left ventricular (lv) lead had high impedance, and the device indicated that a bipolar lead was not present. The lv lead connection could not be tested due to location in the abdomen. It was suspected that there is a connection issue with the lead extender. The lv lead and both extenders remain in use. No patient complications have been reported as a result of this event.